Event description:
It was reported the patient presented to the emergency room with signs/symptoms of pacemaker consistent with vvi 65 operation. The device was reprogrammed to biventricular pacing. Premature elective replacement indicator (eri) was suspected secondary to a device issue and a possible power on reset (por). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35 lead implanted: 2001-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion and elective replacement indicator (eri) was triggered post explant.